Manufacturer narrative:
(B)(4). No report available as device has not been returned to manufacturer. Method: no testing methods performed. (B)(4).

Event description:
It was reported that the blade broke off in the patient¿s nose during surgery. No report of patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.